Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie in the drawer was failed to open. A field service engineer uninstalled the drawer and replaced the position sensor. Reinstalled the drawer and tested its operation. The drawer opened properly, and all cubies functioned as expected. The station was fully functional and operational. The customer tested and verified proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie failed to open, when the user attempted to pull methocarbamol 500 mg. The screen continued to state, open drawer to expose cubie, even though the drawer was already open, and the cubie would not open. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.